Event description:
It was reported that the blue cap was falling off of the universal handpiece during a case. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon evaluation, it was discovered that the angle cover assembly was worn and dented, and was missing one o-ring. A damaged angle cover assembly would cause the tip cover, or "blue cap" to fall off.